Event description:
It was reported that during a laparoscopic cholecystectomy, the clip scissoring occurred when using on the cystic duct. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/13/2022. D4: batch # unk. Video analysis: after the analysis of the video provided: the ligaclip*endo rotating mca er420 does not seem to work; unfortunately, the video does not provide enough evidence to determine the root cause. Practical analysis should provide the necessary evidence to confirm the root cause. No conclusion could be reached as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected, and released to approved specifications. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided.